Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection the coil delivery wire was found to be kinked/bent. The coil delivery wire was found to be broken/fractured 0.5 cm from proximal contact bond. The detachment zone was found to be intact. The main coil was found to be intact. During functional inspection main coil failed/unable to detach functional test was unable to perform due to delivery wire breakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis the coil delivery wire was found to be kinked/bent and broken/fractured. In the case of this complaint it is most likely that the coil got damaged during coil advancement against friction. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported code main coil failed/unable to detach. The as reported & as analyzed code coil delivery wire kinked/bent and as analyzed code coil delivery wire broken/fractured during will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned.

Event description:
Analysis of the returned device found that the subject coil delivery wire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.